Event description:
It was reported that quick bolus and wake button was not responding or was very difficult to press and required multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer technical support invited patient to call or to provide a convenient time to schedule call so issue could be troubleshot, and no additional information was received regarding the outcome of the event.